Event description:
Patient a self tester called in to report discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 3.0, lot number: unknown. Date: (B)(6) 2012, inratio: 2.1, lot number: unknown. Date: (B)(6) 2012, inratio: 4.6, lab: 2.1, lot number: 271135. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.